Event description:
It was stated that the boluses that are given not being recorded in the bolus history. It was stated that the insulin pump was downloaded at a clinic and the histories did not match up correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.